Manufacturer narrative:
Concomitant products: product ID: 3998, lot# l70437, implanted: (B)(6) 2000, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 3998 lot# l70437, implanted: (B)(6) 2000, product type: lead. (B)(4).

Event description:
It was initially reported that patient's stimulation was intermittent. The ins (implantable neurostimulator) was turning on and off for no apparent reason. It was also reported that the patient had "a complicated back" with lots of fibrosis. His lead was new and since new fibrosis had yet to form, his perception of the stimulation was directly tied to the position of his body. It was stated that neither his doctor nor manufacturer representative felt any cause for concern was warranted. Three days later it was reported that the patient had no stimulation sensation and lost stimulation one day prior to the report. Prior to losing stimulation, it was intermittent or sputtering. The stimulation was recaptured by reprogramming three days prior to the report, however, by the evening of that day the stimulation was sputtering again. The next day the patient woke up and felt no stimulation. He was able to turn stimulation back "on" by palpating the ins (implantable neurostimulator). Paresthesia was still intermittent. The patient charged his ins to 100% full two days prior to the report which seemed to help for a while until he completely lost stimulation on the next day. It was also stated that the patient saw a doctor icon and "oop" on his patient programmer. It was possible to increase the stimulation so it was stated that it was unlikely to be oor (out of regulation) situation. It was stated that everything appeared to be working appropriately between the two devices, patient programmer and the ins, but the patient still could not feel stimulation. Less than three weeks later it was reported that prior to seeing manufacturer representative, the stimulation went from constant to pulsing and then stopped all of a sudden and he could not get stimulation on again. It was further reported that the patient met with the manufacturer representative and "it was just a simple reprogramming." The patient was taken care of. It was later reported that the patient had 6 leads "and one of them immediately disconnected, and they figured that out right away after the implant when the patient was healed up. A lady from medtronic was at the doctor's and said that the lead was disconnected, but the patient felt fine so they said we wouldn't worry about it." It was stated that it was hard to do the lead implant because of all patient's scar issue but it had been fine." It was stated that everything was working fine at the time of the report.